Event description:
It has been reported that during a coronary stent procedure the balloon ruptured. During removal of the stent delivery system, the stent came off the system. The physician was not able to locate the stent. Another stent was successfully deployed. The pt status is listed as "okay."